Manufacturer narrative:
H.6. Investigation summary: three photos were provided to our quality team for investigation. Upon examination of the returned photos, acceptable amount of silicone was observed on the stopper. Please note that it is most likely the "condensation¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use liquid was found inside the syringe. There was no report of patient impact. The following information was provided by the initial reporter: customer wants to open a complaint for product 302995 she states condensation inside the product, and wants to know if there is a way to revert this issue or what can be done?

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use liquid was found inside the syringe. There was no report of patient impact. The following information was provided by the initial reporter: customer wants to open a complaint for product 302995 she states condensation inside the product, and wants to know if there is a way to revert this issue or what can be done?